Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Expiration date: unknown as lot # is unknown. Similar to device under 510(k): k090140. MFR date unknown as lot # is unknown. Summary of investigational findings: no images provided and very limited information, why difficult to comment on the perforation. However, filter perforation of the vena cava wall is a well known risk. Despite perforation the majority end up in successful filter retrieval. There are no published guidelines for surgical or endovascular removal of perforated ivc filters. Removal is considered based on the severity of symptoms and perceived long term adverse outcomes. The appearance of filter struts tenting or penetrating the ivc wall is a common finding on CT performed before filter retrieval. Ivc filters with these findings can be removed safely and should not be a contraindication for ivc filter retrieval. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2013, ivc filter placement was conducted. Since confirmatory angiography performed right after the filter placement did not show any problem, the procedure was finished. On (B)(6) 2013, CT, performed before procedure of filter removal, confirmed that the filter tilted toward the left renal vein and 5 mm of two filter legs perforated the ivc. On (B)(6) 2013, filter removal was conducted and the filter was removed successfully. Patient outcome: there has been no patient outcome reported.